Manufacturer narrative:
The reported events of intermittent loss of capture noise and loss of sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During implant, intermittent loss of capture, loss of sensing and noise were observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.